Manufacturer narrative:
Per -(B)(4) initial report additional information, including operative notes, patient medical history and the explanted device has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after approximately 1 year and 2 months due to the stem becoming loose.

Manufacturer narrative:
(B)(4) final report. Additional information, including operative notes, patient medical history and return of the explanted device was requested in order to progress with this investigation. However, none were provided and thus there was only very limited information available for the investigation. A preoperative x-ray was provided and reviewed at corin. The appropriate device details were provided and the relevant device manufacturing record was identified and reviewed. This device conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and thus corin now consider this case closed. However, if additional information is provided or if the explant is returned for examination then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trifit ts revision after approximately 1 year and 2 months due to the stem becoming loose.